Event description:
It was reported that upon opening the bone cement, the stryker (B)(4) sales rep had an allergic reaction. It was reported that the sales rep required medical attention.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.